Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that, the patient had been rushed to the hospital by ems due to high blood glucose. He had been admitted on 25-jul-2024, at 8 am with a blood glucose level of 800 mg/dl. The patient's hospitalization had lasted more than a day, and he had been treated with an IV insulin drip. At the time of the call, his current blood glucose had been 300 mg/dl. The patient had reported symptoms including confusion, feeling sick/unwell, headache, tiredness/weakness, and altered vision. He had tested positive for ketones, indicating ketoacidosis. The patient had not been using his insulin pump when the high blood glucose event had started, and ems personnel had removed his sensor. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united states. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.